Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 4/21/1999 at a retail vendor. On 5/10/1999, he sought medical treatment for infection at the ear piercing site. The site was drained and he received IV and oral antibiotics.